Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set kinked cannula event on (B)(6) 2026. The insertion site was upper buttocks and abdomen. No further information available.